Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported via maude - mw5166130 that the patient's cgm was reading 85 mg/dl and the bg meter was reading 235 mg/dl. The patient calibrated the cgm device. Later that day, the patient reported that she was awoken by her dog. At this time, her cgm was reading 87 mg/dl, and the bg meter was reading 20 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms were reported. Ems was called. The patient was treated with a glucagon injection, oral glucose gel, and 15 grams of unspecified carbohydrates. About 10 minutes after glucagon administration, the patient's bg meter reading was 41 mg/dl. No cgm comparison value was reported at this time. Emergency medical services (ems) was with the patient for approximately one hour before they left her. There was no documentation that the patient was brought to the emergency room (ER). No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) voluntary medwatch report number mw5166130. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6)2025, it was reported via maude - mw5166130 that the patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2025, the patient reported that she was awoken by her dog. At this time, her cgm was reading 87 mg/dl, and the bg meter was reading 20 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms were reported. Emergency medical services (ems) was called. The patient was treated with a glucagon injection and oral glucose gel. Ems was with the patient for approximately one hours before they left her. There was no documentation that the patient was brought to the emergency room (ER). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6)2025, it was reported via maude - mw5166130 that the patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6)2025, the patient reported that she was awoken by her dog. At this time, her cgm was reading 87 mg/dl, and the bg meter was reading 20 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms were reported. Emergency medical services (ems) was called. The patient was treated with a glucagon injection and oral glucose gel. Ems was with the patient for approximately one hours before they left her. There was no documentation that the patient was brought to the emergency room (ER). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.